Event description:
It was reported that an hour or two after use, the customer noticed the cuff's air pressure was decreased and the pilot balloon was deflated. A tracheostomy tube change out was required. No additional adverse patient effects were reported.